Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable alarm was noted while 10ml was remaining. No adverse effects were reported.